Manufacturer narrative:
Based on technician statement, the alarm of airway pressure low occurred on the device. The customer decided to handle the repair by himself. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The device's logs were not available for further investigation. The solution to the issue is unknown and is not possible to know which parts have been found defective. Therefore, the cause cannot be determined.

Event description:
It was reported that ventilator generated an alarm of high air pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).